Event description:
It was reported that an ilet bionic pancreas became nonresponsive with an unresponsive touchscreen, preventing the user from initiating a meal announcement; attempts to unlock and charging did not restore function, and the device was replaced. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and collection of device history and usage information, with instructions provided for device shutdown, data sync via the mobile app, and continued cgm use with dexcom g7. Investigation of this case revealed a device malfunction consistent with a touchscreen or user interface failure, rendering the pump nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction not related to user error.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.